Manufacturer narrative:
The manufacturing batch records and quality control release testing for kit part number 190-000 / lot 1004301 and test base part number 190-430 / lot 1004301 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1004301 showed that the complaint rate is (B)(4). The remainder of the investigation is ongoing. A supplemental report will be submitted to FDA upon completion.

Event description:
The customer reported false negative results on a direct tested kitted swab with the ID now covid-19 assay performed (B)(6) 2020. A nasal swab was used to swab both nostrils, per the product insert. No repeat testing with the ID now covid-19 assay was performed. Confirmation testing with pcr provided positive results (CT values not provided). The customer confirmed there was no death or serious injury based on the test results. The patient was required to quarantine and sports participation was delayed. The patient was asymptomatic at the time of testing. There was no accompanying medical therapies. The customer was unable to provide additional patient demographic information. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot 1004301 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Abbott diagnostics (B)(4) inc. Was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.